Event description:
Description of event according to initial reporter: filter deployed incorrectly (tilted) above the renal veins. Retrieval was attempted but the filter could not be retrieved as the hook was against the wall. A second retrieval attempt was made the following day but also unsuccessful. The plan of action is to have the patient transfer to another facility for surgical removal. Patient outcome: two unsuccessful attempts at retrieval of ivc filter; patient transfer to another facility for surgical removal.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark. G1) denmark. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: filter deployed incorrectly (tilted) above the renal veins. Retrieval was attempted but the filter could not be retrieved as the hook was against the wall. A second retrieval attempt was made the following day but also unsuccessful. The plan of action is to have the patient transfer to another facility for surgical removal. It is unknown whether the physician felt resistance during advancement or if the introducer system was rotated during implant procedure. According to the instructions for use (IFU) excessive force should not be exerted in placement of the filter. If deployment of the filter is not possible, it may require a replacement of the device. If a replacement of the device is not possible, or if the filter does not expand correctly, it may require additional interventions or surgical removal. It is reported that the filter was deployed above the renal veins. According to IFU, diagnostic imaging to verify position of the introducer sheath tip (or radiopaque marker) approximately 5 cm caudal to the lowest renal vein must be done during procedure to prevent suprarenal position. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause why the filter tilted is unknown but failure to follow instructions could have been a contributing factor. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.